Manufacturer narrative:
Complaint conclusion: as reported, some sealant of a 5f mynxgrip vascular closure device (vcd) stuck and was pulled out of the body during 5f non-cordis sheath extraction. The sealant was not deployed to the proper location and then dislodged; instead, it was partially deployed into the tissue. Manual compression was required to gain hemostasis. There was no reported patient injury. During the procedure, the advancer tube was held in place while removing the balloon from the access site. The femoral artery¿s suitability was verified through angiography or venography, and the insertion angle of the vascular sheath introducer was appropriate. The vessel diameter was verified to be =5 mm, with no vessel tortuosity or presence of calcium at the puncture site. The staff were inserviced with observation and support provided by a sales representative. The office had one remaining 5f device from the same lot associated with the issues. When asked if he wanted to attempt deployment in a patient under guidance, the physician declined and did not want the device kept on the shelf. The patient was not particularly thin, and there was no shallow vessel depth. The mynx vcd was used during an interventional atherectomy procedure with a right groin retrograde approach. The physician is a proficient mynx user. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2514703 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿sealant-sealant misdeployment-partial¿ could not be evaluated as the device was not returned for evaluation. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy or a possible misdeployment of the sealant. Neither the phr review, nor the information available for review suggests that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, some sealant of a 5f mynxgrip vascular closure device (vcd) stuck and was pulled out of the body during 5f non-cordis sheath extraction. The sealant was not deployed to the proper location and then dislodged; instead, it was partially deployed into the tissue. Manual compression was required to gain hemostasis. There was no reported patient injury. During the procedure, the advancer tube was held in place while removing the balloon from the access site. The femoral artery¿s suitability was verified through angiography or venography, and the insertion angle of the vascular sheath introducer was appropriate. The vessel diameter was verified to be =5 mm, with no vessel tortuosity or presence of calcium at the puncture site. The staff were inserviced with observation and support provided by a sales representative. The office had one remaining 5f device from the same lot associated with the issues. When asked if he wanted to attempt deployment in a patient under guidance, the physician declined and did not want the device kept on the shelf. The patient was not particularly thin, and there was no shallow vessel depth. The mynx vcd was used during an interventional atherectomy procedure with a right groin retrograde approach. The physician is a proficient mynx user. Other procedural details were requested but were not provided. The device is not available for return as it was discarded.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, some sealant of a 5f mynxgrip vascular closure device (vcd) stuck and was pulled out of the body during 5f non-cordis sheath extraction. Manual compression was required to gain hemostasis. There was no reported patient injury. The staff were inserviced with observation and support provided by a sales representative. The office had one remaining 5f device from the same lot associated with the issues. When asked if he wanted to attempt deployment in a patient under guidance, the physician declined and did not want the device kept on the shelf. The event occurred at a right groin access site for atherectomy plus unknown balloon angioplasty. The physician is a proficient mynx user. The device will be returned for evaluation.